Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc device failed fluid volume accuracy testing. The device failed during evaluation and there was no patient involved.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of a failed, homechoice (hc) return instrument test/evaluation (rite), functional test for rite - therapy monitored volume failed performance specification. Internal and external inspections were performed and passed without issue. Volumetric accuracy test was performed and the device failed. A temperature confirmation testing was performed and the temperature was verified to be within specification. Inspection of the door assembly found deteriorated piston foam. The cause for the rite failure of failed volume transferred comparison was determined to be the deteriorated piston foam. The piston foam was scrapped and the device was sent to service.